Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that the intra-aortic balloon (iab) has gas loss alarm. No patient involvement.